Manufacturer narrative:
Pump error 63 alarm confirmed in the insulin pump history due to broken trace. Device time/clock functioning properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly and hardware low level failures. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer was able to clear the hardware low level failures alarm and rewind the insulin pump but device failed the self test. The insulin pump will be returned for the analysis.